Manufacturer narrative:
(B)(4)

Event description:
Dexcom became aware on (B)(6) 2016, that on (B)(6) 2016 there was an out of range signal. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.